Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor(icm) was undersensing r-waves triggering false bradycardia episodes. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.